Event description:
The account generated a false positive architect stat troponin-I result of 0.337 ng/ml on a patient sample that repeated negative. A new sample was obtained from the patient a few hours later also generating negative architect stat troponin-I results of <0.010 ng/ml. The account uses a troponin cutoff of 0.028 ng/ml. No impact to patient management was reported.

Manufacturer narrative:
(B)(4). An evaluation is in progress. A followup report will be submitted when the evaluation is complete.

Manufacturer narrative:
A review of ticket trending and lot search data did not identify an increase in complaint activity related to discrepant patient results. Accuracy testing was completed using retained kits of reagent lot 17195un13. Acceptance criteria was met which indicates acceptable product performance. A labeling review was performed and the architect stat troponin-I package insert provides the customer additional information regarding discrepant results. A deficiency was not identified as panel testing shows that the likely cause lot performs per specification.